Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a low battery alarm two times, a change battery alarm, an empty reservoir alarm, and then a power system error alarm on the insulin pump. Customer's blood glucose was 12.4 mmol/l. Customer was advised to take out the battery for 10 minutes until the notification light does not blink anymore. Customer then inserted the battery, checked the time and date, and took the reservoir out before rewinding. Customer stated that all was okay now. Customer was explained that if the alarm comes back to call back and have the pump replaced.